Event description:
It was reported that the right atrial lead dislodged. The same lead was repositioned and remains in use. Additional information received reported the right ventricular (rv) lead was not in its proper position. During the time of the right atrial lead repositioning, the crt-d and rv lead were repositioned with modification of lead/header connection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.